Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cup inserter threaded shaft will not disengage from the handle. Attempts have been made, and no further information has been provided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. Malfunction has been reassessed, and it has been found that this malfunction has not or will likely not cause a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. Malfunction has been reassessed, and it has been found that this malfunction has not or will likely not cause a serious injury. The initial report was forwarded in error and should be voided.